Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision, asr resurfacing - left, reason for revision: femoral neck fracture on resurfacing (beyond 3 months of post op). Resurface to xl - for xl please see (B)(4). Update jul 6, 2017: additional information received. Reason(s) for revision: alval/soft tissue reaction. This complaint was converted from asr resurfacing to asr xl. Corrected doi and dor. This complaint was updated on jul 11, 2017.

Manufacturer narrative:
Asr revision. Asr resurfacing - left. Reason for revision: femoral neck fracture on resurfacing (beyond 3 months of post op). Resurface to xl - for xl (B)(4). Update jul 6, 2017: additional information received from crawford. Added doi: (B)(6) 2008, dor: (B)(6) 2014, updated facility name, added product record, updated reason(s) for revision: alval / soft tissue reaction. This complaint was converted from asr resurfacing to asr xl. This complaint was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.